Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The customer disconnected the luer lock connection and reconnected resolving the issue. Additionally, upon reconnecting the luer lock connection, air bubbles were observed within the luer lock. Tandem technical support guided the customer through removing the air bubbles. The air bubbles were successfully removed and insulin deliveries were resumed. Blood glucose level was 137mg/dl.